Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used with a capio polypropylene suture during a sacrospinous fixation procedure performed on (B)(6) 2021 for the treatment of prolapse. During the second passage through the ligament to "suspend" the organs, the suture broke and the dart has remained in the patient's ligament. Reportedly, there was no attempt made to remove the dart from the patient. There were no patient complications reported and the procedure was completed with another capio slim.